Event description:
Information received regarding the explanted device does not address the patient's clinical status but notes that the lead dislodged. During attempts to reposition the lead, the helix would not extend.